Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that liquid quality control (qc) had to run multiple times to get it to pass. They got intermittent channel fails. Additionally, the instrument's fan was making a loud noise. The instrument was used. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported liquid quality control (qc) had to run multiple times to get it to pass and got intermittent channel fails, and the instrument's fan was making a loud noise was verified during service. The service technician observed that the white collar on the reagent motor was bound and not spinning smoothly causing improper readings and also observed that the instrument sounded normal although the floppy drive was making loud intermittent noises. The issues were resolved by replacing the roller 71274 act ii, collar and screw along with flag sensor board as a proactive measure for proper sensing, replaced the floppy drive and did not hear any noise from floppy drive upon installation and boot up. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.